Event description:
The customer stated that he tested his blood glucose and received a reading of 329 mg/dl using his contour meter. He retested using a breeze2 meter and another meter and received readings of 136 and 139 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot his test strips and insisted his meter be replaced. The customer's meter was returned for evaluation.